Event description:
From: (B)(6). Sent: (B)(6), 2010 10:43 am to: (B)(4). Subject: medtronic drug infusion pump. I had an implanted pain pump in the abdomen on (B)(6), 2007. On (B)(6), 2009 the pump dumped 60 days of fentanyl and I was in (B)(6). Last I know I am in town and country hosp in ICU for 5 days. I was released on (B)(6), 2009 because I begged my primary doctor, dr (B)(6) to get me out of that hosp. I have been in many hospitals, but that one was the worst care anyone could get. I went back to my pain mgmt doctor, dr. (B)(6) on (B)(6) 2009 and he checked the pump it was dead empty. He said I had a lethal dose and lucky to be alive. The pump is still in my stomach but turned off although the alarm goes off now and then. I am on oxycodone now but it does not control my pain. The pump serial # is (B)(4) and model # 863720. I will not turn it back on as I have nightmares now and am scared to death. My concern is has it ever been recalled? Is there a pt out there with the same pump that this could happen to but may not be so lucky and maybe die??? No one is taking any responsibility of this and I have no access to the pump. It was either the pump or the doctor, but neither will own up to it. If this is not the correct person to report such a thing, please forward it to the proper authorities. If you can help me to resolve this before someone dies I would greatly appreciate it. (B)(6). Dose or amount: #1 289.8 ug; #2 1.0000 mg/day; frequency: simple continuous; route: intradiscal. Dates of use: #1 (B)(6) 2002 - (B)(6) 2007; #2 (B)(6) 2007 - (B)(6) 2009. Diagnosis or reason for use: severe lower back pain.